Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not communicating and was in disconnected mode. A technical support specialist (tss) attempted to dial in to the device before dispatching the fse and successfully connected. The device uptime was 0:06:45, indicating it had been rebooted. Tss checked the server and confirmed the last upload was on and was current. No disconnected mode was displayed on the screen, and the customer was informed that the upload was current. The customer mentioned a recent network cable issue, which had been resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device not communicating the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.